Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8703w, lot# l50968, implanted: (B)(6) 1999, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8703w, lot# l50968, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a male patient receiving intrathecal dilaudid 1.5mg/day (concentration unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that on (B)(6) 2015, the patient had granulation tissue. No symptoms were reported. An MRI had been done, and the health care provider (hcp) was going to do two more tests to confirm. The patient was to follow-up with their hcp. The patient outcome and interventions remained unknown at the time of this event; if additional information is received this report will be updated.